Event description:
It was reported that the patient's right ventricular lead exhibited r-wave amplitude variation and failure to sense. The lead was capped and replaced on 31 jan 2023. The patient was stable.